Event description:
A 67 yr old female had a right subclavian vein catheter placed about 3 months ago for IV antibiotic therapy. On 11/16/95, the catheter broke when the surgeon attempted to remove it in his office. The catheter migrated down in the vena cava & into the rt atrial area which required a percutaneous extraction.